Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an appendectomy. During the surgery due to improper utilization of the stapler and failure to properly close the incision the staples migrated to other areas of the body. It was reported that after the surgery, the patient experienced pain, mental anguish, emotional & psychological injury, & right fallopian tube had multiple cystic areas and staples adhered to the medial surface. Post-operative patient treatment included medical care, diagnostic lap, & salpingo-oophorectomy.

Manufacturer narrative:
Additional info: a1, a2, a3a, a4, b5, d1, d3 (MFR name, street 1, MFR city, postal code), d4 (model #, catalog #, expiration date, lot #, unique identifier (UDI) #), g1, g4 (PMA / 510(k) #), h4, h6 (patient codes), & additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an appendectomy. During the surgery due to improper utilization of the stapler and failure to properly close the incision the staples migrated to other areas of the body. It was reported that after the surgery, the patient experienced pain, mental anguish, emotion & psychological injury. Post-operative patient treatment included medical care.

Manufacturer narrative:
Additional info: b2, b5, h6 (device codes), & additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an appendectomy. During the surgery due to the stapler being defective it did not properly close the incision and the staples migrated to other areas of the body. It was reported that after the surgery, the patient experienced pain, mental anguish, emotional & psychological injury, right fallopian tube had multiple cystic areas, staples adhered to the medial surface, disabled, & suffering. Post-operative patient treatment included medical care, diagnostic lap, & salpingo-oophorectomy.

Manufacturer narrative:
Correction: b5 and added h6 (patient code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an appendectomy. During the surgery due to the stapler being defective it did not properly close the incision and the staples migrated to other areas of the body. It was reported that after the surgery, the patient experienced pain, mental anguish, emotional & psychological injury, & right fallopian tube had multiple cystic areas and staples adhered to the medial surface. Post-operative patient treatment included medical care, diagnostic lap, & salpingo-oophorectomy.